Manufacturer narrative:
B1. Adverse event/product problem: correction. D4 unique identifier (UDI): correction. E1 initial reporter fax: correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, when the fiber was inserted into the scope, the fiber broke in two. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, when the fiber was inserted into the scope, the fiber broke in two. The procedure was completed using another fiber without patient complications.